Manufacturer narrative:
(B)(6). Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Additional information: the patient was given the medication propofol during the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was returned inside the over sheath. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed since the device returned with the clip assembly deployed per design. Therefore, a definitive root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the rectum during a polypectomy procedure on (B)(6) 2011. According to the complainant, a 3 cm polyp was removed from the patient's rectum. Post-polypectomy, a resolution clip was used; however, after locking onto the patient's tissue, the clip would not release from the delivery system. Subsequently, the clip was pulled off the tissue in order to remove the device from patient. This manipulation resulted in additional bleeding and another resolution clip was used to stop the bleed. The patient's condition was reported to be stable post procedure.